Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Customer states that power error detected recurred within a week of troubleshooting previous occurrence the insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked reservoir tube lip, missing retainer, missing reservoir and power error due to connector resistance issue. Could not perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. Device passed the sleep current test and active current test.